Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the iol was exchanged. There was no patient or clinical reason provided. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. The iol product history record was reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge, unspecified handpiece and viscoelastic. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the reason for the exchange was a hyperopic surprise. The event has not resolved. In the surgeon's opinion, it is unknown if the iol caused/contributed to the event. The patient had pre-existing dry eye. The patient has developed posterior capsule opacification.